Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable) has been confirmed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes and the trunk cable were pulled from the strain relief, damaging wires in the cable. Additionally, the trunk cable damage pulled the j702 and j704 off the distribution node pca. The root cause for the strained cables was excessive force. No adverse event resulted from the defective electrode belt. Device evaluation of monitor sn (B)(4) has been completed. The reported problem (check belt messages) has been confirmed. Upon investigation the monitor was unable to recognize an ECG signal. The cause for the failure was isolated to a defective u612 output being 0v when the belt was connected. The root cause for the defective u612 component was due to the damage to the belt. No adverse event resulted from the defective monitor. Monitor sn (B)(4), mfg. Date: 01/09/2015. Electrode belt sn (B)(4), mfg. Date: 03/20/2014.

Event description:
A us distributor returned a patient electrode belt and monitor and reported that the electrode belt had damaged cables and that the patient was receiving frequent "adjust belt" messages.